Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have had high blood glucose of 260 mg/dl and 400 mg/dl. Customer requested and received assistance in programming meter to insulin pump. Customer reported that quickset came off site. Customer also reported of having low blood glucose of 51 mg/dl, which was treated with candy. Customer declined troubleshooting for high and low blood glucose.